Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.2.1, operating system: 26.3, hardware: iphone14.5, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels rose to greater than 345 mg/dl while wearing the pod for an unknown duration. The patient reported elevated blood glucose levels, which prompted the emergency room visit. During the administration of a correction bolus, the pod became wet and an insulin odor was noted, suggesting possible insulin leakage. Reported symptoms included nausea, headache, and polyuria (frequent urination). The patient was diagnosed with hyperglycemia. Treatment received included intravenous fluids, insulin, and medication for nausea. The patient was discharged the same day.